Event description:
It was reported that the patient stated he was recently activated following the implant of this artificial urinary sphincter but does not have a normal flow of urine. He stated that he has to force the urine to void completely. He has spoken to his physician who was unsure of why this is occurring. The manufacturer's representative suggested pressing the pump multiple times or using a different pump rate/style. The patient he has attempted these techniques. The patient expressed his concerns and he stated he is seeing his physician in the next week. He will ask his physician to deactivate the device or seek a second opinion. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.